Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Log review identified a recurring service code, prompting the request for device return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to deliver an adequate shock. Further investigation revealed a loose connection at the u12 ic chip. Based on the findings, the device was scrapped.